Manufacturer narrative:
Implant date: estimated as (B)(6) 2021 as event date was 45-days post procedure and event date was (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At the 45-day follow up a device-related thrombus (drt) was noted via transesophageal echocardiogram (tee). The drt was noted to be pedunculated and mobile. The patient was started on an oral anticoagulant.